Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00367, 0001825034 - 2019 - 00366.

Event description:
It was reported that patient underwent a hip revision approximately 2 years post implantation due to dislocation. The bearing was out of place causing the head and liner to dislocate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : 010000991 783310 act artic e1 hip brg 22x36mm, 110017329 6285667 g7 bispherical shell 46b, unknown stem, p0206l22 j6022005 cocr hd ln neck d22.2/+2 12/14. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the bearing identified signs of wear and damage on the rim and outer diameter. Visual inspection of the liner and shell identified nicks, gouges and scratches. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.